Event description:
A malfunction on the pump was reported by the caller, with no significant events occurring before the issue. The problem did not cause the customer¿s blood glucose to exceed 500 mg/dl. Technical support provided instructions to reset the pump and assisted the caller with the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and contact support if the issue returned.